Event description:
It was reported that the patient had been hit at the site of the implantable neurostimulator (ins) by a ¿big bar on the door¿ while at work and had felt pain at the ins site since that point. The patient had believed that the ins was not registering changed positions as the patient would increase or decrease the stimulation and remain in the same position for about 10 minutes, at which time the stimulation would return to the previous setting on its own without the patient changing positions. It had been believed that the ins had moved inside the patient¿s body and may not have been in the same position, but the patient¿s healthcare provider (hcp) had later stated that none of the patient¿s devices had moved. The ins had later been reprogrammed, but no further actions were taken. The patient¿s hcp had stated that the cause of the event was determined and was not device related. The patient recovered without permanent impairment and had a 50 percent or greater symptom reduction.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient received assistance from the doctor or manufacturer's representative and their concerns were resolved. The patient had an appointment (B)(6) 2014.